Event description:
It was reported that this thirteen year old left ventricular (lv) lead had observations of high out of range pacing impedances greater than 2500 ohms. The patient was in for an unrelated medical procedure, and guidance was provide regarding using the magnet. The patient was referred to cardiology. The system remains in-service. No additional adverse patient effects were reported.